Event description:
The facility reports "after storage a rupture of the port of the bag and near the tubing was detected". The bag contained stem cell for autograph. Information received indicates no pt impact resulted. Baxter has attempted to obtain additional information, however, no additional informal has been received.